Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the catheter was cut during the implant surgery. The catheter tip was cut off and resides inside the patient's intrathecal space, which was confirmed with fluoroscopy. Another attempt to implant a catheter was not successful as the catheter bent back on itself. A third attempt to implant a catheter was successful.